Manufacturer narrative:
A device evaluation confirmed the customer allegation. In addition to the findings reported, the device evaluation also found that the light cover glass adhesive, optical cover glass adhesive and distal end adhesive was worn out. Air/water flow issues was weak due to clogging of the nozzle. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the videoscope was blocked and was not going through the machine during reprocessing. The intended procedure was completed with a similar device. The device was returned, and an evaluation revealed foreign debris protruding from the air/water nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.